Event description:
A nurse attempted to turn the device on to check its status and the device allegedly turned off unexpectedly and subsequently failed to turn on. The nurse removed and reinserted the battery a couple of times, however, the device reportedly failed to turn on.